Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b node noise resulting in stored untreated episodes and an inappropriate shock. The patient was subsequently hospitalized. The device was tested in the hospital with manipulations. Noise was able to be reproduced in some situations. This device system was then reprogrammed to the secondary vector to mitigate further inappropriate therapy. This system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b node noise resulting in stored untreated episodes and an inappropriate shock. The patient was subsequently hospitalized. The device was tested in the hospital with manipulations. Noise was able to be reproduced in some situations. This device system was then reprogrammed to the secondary vector to mitigate further inappropriate therapy. This system remains in service. No additional adverse patient effects were reported.